Event description:
Customer states the replacement seat is constantly broken during transporting the rollator. Customer states the seat split in 1/2 when trying to unclip and fold the seat to put into vehicle.